Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 device identifier # (B)(4). Perforator was received for evaluation. DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - visual inspection of the returned unit found some organic matter and a worn eto label present. Functional test of unit was found to perform as intended. The complaint could not be verified, the unit was found to meet all acceptance criteria. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator malfunctioned during a craniotomy for an aneurism clipping. When performing the burr hole to turn flap, the perforator did not stop after it went through bone and it went through the dura into the patient¿s brain. The neurosurgeon had to cauterize bleeding with bipolar and surgiflo powder to stop the bleeding. The patient reportedly had no symptoms or consequences after removing the perforator from the skull. The procedure was completed successfully.